Event description:
Report rec'd from USA stating "e2 error code". The device was being used in a "spine surgery". No injuries were reported, and no delay in surgery was reported. There was no add'l info provided.

Manufacturer narrative:
The device has been rec'd by anspach. If add'l info is rec'd, a supplemental report will be sent. (B)(4).